Manufacturer narrative:
It was reported that glue on the ridge of the shoes in the right toebox area is sharp and caused a hallux blister. The shoe was returned and evaluated. Evaluation of shoe found hard material sticking out from the toe box area, complaint has been confirmed. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that glue on the ridge of the shoes in the right toebox area is sharp and caused a hallux blister.